Event description:
A malfunction alarm identified as malf 12 occurred, although there were no notable events leading up to it. It is unknown if the customer's blood glucose level exceeded any critical threshold. Technical support provided the customer with instructions to reset the pump, and the resolution was achieved as the same malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue happened again.